Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting rupture. Device remains implanted. This relates to the right device.

Manufacturer narrative:
Photo evaluation: device photograph(s) for the device related to the reported event of rupture is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: b3, b5, d6b, g2, h6.

Event description:
Device has been explanted and replaced with a non-abbvie device.